Manufacturer narrative:
The lead was received in a partial distal approx 37cm portion with no j stiffener wire discrepancies. Visual inspection under 30x magnification indicates lead was cut or snipped approx 37cm proximal of electrode tip, with evidence of flared coil wire ends. X-ray of lead confirms no j stiffener wire discrepancies.

Event description:
The lead was explanted due to a report of non-specific lead malfunction.